Event description:
It was reported that a customer experienced an issue with leaking cartridges, specifically ten cartridges were affected. There was no reported impact on the customer's blood glucose level. Due to a lack of additional information, no further corrective actions or outcomes were noted.